Event description:
The caller reported 3 hilo evac cuff failures in a row. The pt involved had to be intubated 4 times, and the fourth endotracheal tube worked. The cuffs on all the tubes were pretested, and were inflated to 31cc s air. The three failed endotracheal tubes were disposed of, and no lot numbers are available. The first tube is being reported on 2936999-2008-00415 and the third tube is being reported on 2936999-2008-00414.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. A manufacturing CAPA is already in place to address cuff leaks.